Manufacturer narrative:
The patient''s dob, weight, ethnicity, and race are unknown. This information was not available from the facility. Foreign- taiwan. The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a severely calcified mid lad. During inflation at 18 atm, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
Block h3: visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm a balloon leak was observed. Under microscopic inspection, a longitudinal balloon tear was observed along the proximal portion of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.